Manufacturer narrative:
The system was serviced in the field and the emitter was replaced. The system passed all tests and was performing as intended. Codes 10, 120 and 4307 are applicable. The emitter was returned for analysis. The complaint was confirmed. The pins were pulled out of the lemo housing due to a nut being loose. Codes 10, 120 and 4307 are applicable. Concomitant medical products: other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the lemo connector on the flat emitter was damaged. It was noted the damage was likely caused from wear and tear from wrapping the cable during storage. This issue was noted outside of a procedure, and there was no patient involvement.